Manufacturer narrative:
Zoll has not received thermogard hq console for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
After the new setup, the thermogard hq console ((B)(6)) displayed a "coolant low" alert despite the glycol level being at maximum. No patient involvement.

Manufacturer narrative:
The customer reported a complaint the thermogard hq console (sn (B)(6) displayed a "coolant low" alert was not confirmed during the functional testing and the event log review. The reported issue was not replicated during testing, and the thermogard hq console worked as intended. The thermogard hq console passed functional testing with no issues. The customer's reported complaint was not reproduced. Following the service, the thermogard hq console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.